Event description:
Catheter was originally inserted in 1994. It needed to be replaced as it allegedly stopped working. The catheter portion was retained with the pt as apparently it had broken off prior to this replacement procedure. The retained portion is within the right ventricle.